Event description:
It was reported that the patient's ipg had become inoperable. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
He reported event for inoperable ipg was not confirmed. At receipt, the ipg successfully communicated with lab utilities. The returned ipg accepted charge and was fully recharged at lab charging bank. It also passed all functional testing (bench and autotest). No root cause was identified for the reported event.